Event description:
Same case as MFR report #3005099803-2008-05252. It was reported that during a colonic stenting treatment procedure deployment difficulties and a perforation occurred. A wallflex enteral colonic 27/22 x 9 230cm had been advanced to treat an unspecified colonic lesion. The handle was unable to be fully pulled back and as a result the stent was unable to be fully deployed. The physician made "numerous" unsuccessful attempts to deploy the device by moving the handle back and forth. The physician removed the delivery system as well as the 90% deployed stent from the patient via the unspecified type of scope. The colonic stricture appeared larger. The physician attempted to treat the lesion with another of the same device. The same deployment difficulty occurred initially; however, the physician was eventually able to fully deploy the stent. The stent delivery system was removed and it was noticed that a perforation of the colon had occurred and the stent was in the patient's peritoneal cavity. The patient was sent to emergency surgery. There were no additional patient complications reported with the patient's current condition listed as "stable".